Manufacturer narrative:
(B)(4). The complaint warmer head is en route to fisher & paykel healthcare (B)(6) for investigation. We will provide a follow-up report upon receipt of the warmer head and completion of our investigation.

Event description:
A technician in (B)(6) reported that an iw952aek cosycot infant warmer had a cracked upper heated head. The cracked head was observed during routine maintenance of the infant warmer.